Event description:
The customer requested a log review regarding a device that was involved in an overinfusion; the pt was started on fentanyl at 8:20pm on (B)(6) 2014 at a rate of 16.1ml/hr on module "b". At 9:30pm, the nurse entered room and found that the entire bag of fentanyl had infused. Heparin was also infusing on module "a" at 1400 units/hr. Customer reported that there was no adverse outcome to the pt nor any medical intervention needed. Although requested, no further pt or event info was provided. A photo was received from the customer of the pump module.

Manufacturer narrative:
(B)(4). The devices and logs have been received and an eval is pending. A follow up report will be submitted once the eval is completed.